Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer reported about the no power on insulin pump. The customer¿s blood glucose level was 21 mmol/l. The customer reports battery issue and he ignored low battery alert. The customer reported he could not get meter or transmitter to send data to pump the insulin pump will not be returned for analysis.